Manufacturer narrative:
(B)(4). UDI # unknown. The product involved in the report has been returned. Two (2) samples were returned without the original packaging. It was returned using a wrong packaging that did not match the lot number and code of the samples. The position of the thumb valves did appear to be fully upright (closed position). After the valves were depressed and released, the valves did return to the full upright position. The samples were then attached to mobivac suctioning equipment with the suction set at 120mmhg one device at a time. Upon connection, the sound of air leaking was not heard meaning there was no leak in the system. While still engaged with the mobivac system, the distal end of the catheter was then inserted in a beaker of water with methylene blue, the suctioning did not occur. The suctioning did not occur when the valve was placed in the locked position. The device history record for the lot number, m5349t503, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the first of three reports. Refer to 8030647-2016-00069 for the first patient. Refer to 8030647-2016-00074 for the third patient. It was reported by the customer that there were three separate incidences of catheter leaks that involved three different patients where there was low volume. The catheters were exchanged. There were no adverse events reported involving these patients.